Manufacturer narrative:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) pulled through the arteriotomy, so manual pressure was held for 20 minutes and the patient achieved hemostasis. There was no reported patient injury. The operator was trained to the mynx control device. The device was opened in sterile filed. The femoral artery¿s suitability was verified on angiography or venography (mynx control only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device was used in the femoral artery. The vessel level of tortuosity was none. The mynx vcd was prepped according to instructions for use (IFU). The balloon lost pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There was no excessive tension applied to the device. The patient's hospitalization was not extended as a result of the event. The patient recovered. The product was not returned for analysis. A product history record (phr) review of lot f2005601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as excessive force applied during pullback may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, ¿position balloon¿, it instructs users to pull gently on the device to retract the device until the black line in the tension indicator window aligns with the marker on the side to ensure the balloon is abutting the vessel wall with the correct amount of tension. If excessive tension is applied to the device during the position balloon step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) pulled through the arteriotomy, so manual pressure was held for 20 minutes and the patient achieved hemostasis. There was no reported patient injury. The operator was trained to the mynx control device. The device was opened in sterile filed. The femoral artery¿s suitability was verified on angiography or venography (mynx control only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device was used in the femoral artery. The vessel level of tortuosity is none. The mynx vcd was prepped according to instructions for use (IFU). The balloon lost pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There was no excessive tension applied to the device. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device is not available for evaluation. The device will not be returned for analysis because it was discarded after the procedure.